Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Reportedly, the absolute pro device was not advanced on a 0.035 guide wire. It should be noted the absolute pro ll peripheral self-expanding stent system instruction for use states: one (1) 0.035¿ (0.89 mm) diameter guide wire. As it is undetermined if the deviation of the instruction for use caused/contributed to the reported difficulties, a follow-up letter to the physician will not be required. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. B2- updated h1- type of reportable event initial: malfunction removed.

Event description:
Subsequent to the initial report being filed, it was reported that a 0.035 non-abbott guide wire (gw) was used to remove the sess from the patient. No additional information was provided.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the left superficial femoral artery (sfa). A 6fr sheath was selected for use and it was noted that a 0.35 size guidewire was not used. Then a 5x150mm absolute pro ll self-expanding stent system (sess) was advanced to the target lesion, and the stent was attempted to be deployed; however, after only 2mm of the stent was released, the thumbwheel became stuck. Therefore, the 6fr sheath was used to forcibly remove the sess. Angiography revealed that the vessel was unobstructed; therefore, the procedure was concluded. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - failure to follow steps / instructions.